Manufacturer narrative:
Product #1 pi main [(B)(4)]. A patient experiencing ineffective stimulation due to autoreducing was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Product #2 pi main [(B)(4)]. A patient experiencing ineffective stimulation due to autoreducing was reported to abbott. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Product #3 pi main [(B)(4)]. A patient experiencing ineffective stimulation due to autoreducing was reported to abbott. The entire system was explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Product manufacturer reference number:1627487-2019-12270. Product manufacturer reference number: 1627487-2019-12272. It was reported that the patient experienced ineffective stimulation due to auto-reducing. Surgical intervention was undertaken wherein the scs system was explanted.